Event description:
It was reported via repair work order that the intermittent zoom due to damaged communication cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.